Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6), 2010. During the procedure, it was noted subluxation occurred. The component was removed and replaced.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, the patient was revised in (B)(6) 2010 due to subluxation which was noticed during two month post-op follow-up.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.